Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. It should be noted that the reported incident date was after the product "use before" date. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use displays a symbol to illustrate a use before date. The angio-seal packaging label is printed with this symbol and the date designated as the use before date. The device used in this event exceeded the use before date. The angio-seal instruction for use (IFU) states that if collagen deposition into the artery or thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. It is uncertain whether this occurred during training of the physician by the trained deployer. Attempts to gain additional information have been unsuccessful. The angio-seal device instructions for use (IFU) cautions that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.

Event description:
It was reported that on (B)(6) 2010, an interventional neurologic procedure was performed. A 6f introducer sheath was used during the procedure and left in overnight. On (B)(6) 2010, a 6f angio-seal evolution was deployed in the left superficial femoral arteriotomy (sfa). On (B)(6) 2011, while the patient was in the ICU, the patient's hemoglobin was 6 g/dl. A big hematoma was present at his left thigh. The patient underwent a percutaneous interventional catheterization. Arterial wall trauma at the angio-seal site was noted. The artery was repaired by deploying 2 covered stents and coils and the patient received a blood transfusion. The next day, a new hematoma was found on the left thigh. The patient underwent another percutaneous interventional catheterization. Two new stents were deployed with glue to repair this artery. The patient was reported to be recovering and is reported to be doing well. The patient was on medications of aspirin and clopidogrel and had a medical history of being a paraplegic and cerebral aneurysm.